Event description:
The customer reported that, during preparation for an unspecified procedure, there was no three-dimensional image from the subject device. The procedure was completed with another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The image was not displayed due to a faulty auxiliary charge-coupled device. In addition, the universal cord and cable tube were wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: breakage or short of charged coupe device (ccd) cable due to excessive bending stress on universal cord or video cable. Failure of the ccd or video connector due to handling such as: the video connector was plugged or unplugged while the system was powered on. The power was turned on when dust, dirt, moisture, etc. Adhered to the video connector contacts. The event can be detected/prevented by following the instructions for use which state the following: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". "Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.". "Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result.". "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.". Olympus will continue to monitor field performance for this device.